Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a high capture threshold and a loss of capture noted on the left ventricular (lv) lead. The device was reprogrammed and the patient was stable and will continue to be monitored.